Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultralink meter read inaccurately high compared to another device (unknown brand). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at an unspecified date and time 3-4 weeks prior to contacting lfs. The patient reported obtaining blood glucose readings of 419 mg/dl with the subject meter and 209 mg/dl on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient informed the csr that he is on insulin pump therapy and claimed he decreased his dose of medication in response to the alleged inaccuracy issue. The patient reported that 3-4 weeks after the alleged issue began, he developed symptoms of kidney pain, sluggish and urinate all the time. The patient denied receiving medical treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing. Although the patient developed symptoms suggestive of hyperglycemia, there is no indication that the subject meter caused or contributed to this injury. The patient's symptoms correlated with the elevated reading obtained with the lfs device. However, this complaint is being reported as a malfunction because the reported results did not meet lfs' accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.